Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the patient is having a lot of pain, and is pretty sure it is in her bl adder. She doesn't have bladder infection because she knows what one feels like. She doesn't know if the wire came loose. She just tried to put on interstim and it is not reading it. It hurts around the implant. The pain started two days ago and it is really bad today. She is having really bad abdominal pain too. Agent did not ask about the circumstances that led to the reported issue. Patient has not had any falls or accidents. Had the patient check their current setting and they were at program 1 at 4.8 volts and the therapy was off. The patient did not know how the therapy got turned off. Had patient bring the stim down to 2.1 volts and turn stim back on. Patient increased stim to 4.0 volts and she felt the stim in right leg and a little in vaginal area. She didn't use to feel the stim in the right leg. Asked if the patient has had return of symptoms. She said yes. Asked when that started and she said probably since january she has had some leakage, incontinence, retention. Just the other day she peed her pants because she couldn't make it to the bathroom. Patient wanted to switch programs to see if she could feel it in the correct spot. She switched to program 2 at 4.6 volts and felt it in the right leg. She then switched to program 3 at 7.1 and can feel in right leg and vaginal area. Patient switched to program 4 at 1.8 volts and could feel in the right leg and vaginal area. Patient left it on program 4. Told caller to follow up with the doctor to see what is causing the pain. Told caller wasn't sure how the therapy got turned off but maybe it happened by mistake when she was trying to check the therapy.